Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there were no electrocardiograms available to review, though the patient reported that they experienced several shock and episodes. The device is still in use. No patient complications have been reported as a result of this event.